Event description:
The patient was undergoing thrombectomy procedure in the internal carotid artery (ica) using the penumbra system 4max separator. During the procedure, the physician was unable to aspirate the clot. Subsequently, the physician broke up the clot into pieces with a 4max separator and recanalized the (ica). The patient's middle cerebral artery (m2) became occluded. The patient's condition is unknown.

Manufacturer narrative:
Conclusion: the manufacturer is attempting to obtain additional information for this event. A follow up MDR will be submitted upon completion of the device investigation and/or once additional information is received. This MDR is associated with MDR 3005168196-2014-00142. Unknown if device is available.

Manufacturer narrative:
Conclusion: on (B)(4) 2014, the manufacturer received additional information on the patient's outcome. On (B)(6) 2014, the patient had not recovered from the procedure. On (B)(6) 2014, the patient was in a rehabilitation center at another hospital. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.